Event description:
It was reported that the external pulse generator (epg) would shut off intermittently. It was also reported the device will shut off during operation. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).